Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the asymptomatic patient presented remotely via merlin.net transmission. Upon review, the right atrial lead revealed noise and low impedance. Noise resulted in false automatic mode switch episodes and auto polarity switches. The patient was brought into clinic on (B)(6) 2018 and no intervention was performed. The patient would continued to be monitored.